Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the patient line to separate from the cartridge. The customer's blood glucose level was 210 mg/dl. The customer loaded a new cartridge and resumed delivery.